Event description:
Caller reported a cartridge alarm 30 during pumping. Blood glucose level did not exceed 500 mg/dl, maintaining within a normal range. Caller was unable to load a new cartridge due to running out of supplies and decided to wait for order supplies to arrive. However, attempting to change the cartridge again resulted in the same alarm. Cts resolved the issue by arranging a pump replacement.